Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, the band was attempted to be deploy; however, it would not come off of the tip of the device. It was reported that the bands were arranged on the tip in an overlapping form making it impossible to be deployed. The procedure was competed with another speedband superview super 7 device. It was noted that there was no difficulty experience when setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing the ligator head with the bands overlapping and the teeth damaged.